Event description:
It was reported by the customer that the unit¿s display was. The device was clinical use at the time of the event; however, there was no patient harm reported.

Manufacturer narrative:
Date rec¿d by MFR: 20sep2019. Date of report: 23sep2019. The customer declined to provide repair details. If additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported by the customer that the unit¿s display was. The device was clinical use at the time of the event; however, there was no patient harm reported.